Event description:
The facility representative reported a colleague infusion pump that experienced an 808:04 failure code. It is unknown which process step this event occurred during. Upon device evaluation by baxter quality engineer, it was determined that this condition interrupted delivery. There was no report of patient involvement, and therefore no report of patient injury or medical intervention. This device is an unremediated colleague infusion pump with a user interface module software version of 5.04.00. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A service history review revealed the device has not been previously serviced for a failure code of 808:04, however, during previous services, the pump head module was replaced. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that experienced an 808:04 failure code was confirmed by baxter quality engineering. The assignable cause was determined to be a defective pump head module. The pump head module was replaced to resolve this condition. Should additional information be received, a follow-up medwatch will be submitted.